Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical examination and no photographs of the reported issue were provided. Additionally, retention sample analysis was not performed due to the high unlikelihood of failure detection from 100% batch testing and the small number of reserve samples available. The lot batch records were reviewed. The records indicated that (B)(4) units originated from this lot which were inspected according to protocol and found to be conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. The reported issue could not be confirmed. Furthermore a cause could not be established.

Event description:
The facility administrator (fa) reported to fresenius that air entered the system of the patient¿s hemodialysis (hd) treatment. The reported issue occurred approximately 30 minutes after treatment initiation. Additional information was obtained during follow-up. The 2008t machine alarmed received reoccurring air alarms. The reported issue was also visually confirmed by the clinic staff. Air was visually observed coming out of the venous line into the venous chamber and building up in the crit-line. The fa believed the air contributed to clotting which also occurred. No defect or damage was noted to the dialyzer. The fa stated that 150 ml of prime solution was used prior to treatment. The dialyzer was rotated and/or tapped during prime. The patient¿s estimated blood loss (ebl) was approximately 100 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment continued on the same machine but ended approximately 30 minutes early. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) reported to fresenius that air entered the system of the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 30 minutes after treatment initiation. Additional information was obtained during follow-up. The 2008t machine alarmed received reoccurring air alarms. The reported issue was also visually confirmed by the clinic staff. Air was visually observed coming out of the venous line into the venous chamber and building up in the crit-line. The fa believed the air contributed to clotting which also occurred. No defect or damage was noted to the dialyzer. The fa stated that 150 ml of prime solution was used prior to treatment. The dialyzer was rotated and/or tapped during prime. The patient¿s estimated blood loss (ebl) was approximately 100 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment continued on the same machine but ended approximately 30 minutes early. The sample is not available to be returned to the manufacturer for physical evaluation.